Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a haptic broke and surgical intervention was required. Add'l info, including pt status, has been requested.

Manufacturer narrative:
Product was returned for analysis and the reported complaint was confirmed. One haptic was pulled out of the optic, and the optic is torn/split/cracked in the haptic insertion area of the removed haptic. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. There has been one other similar complaint in this lot number. This report was mailed to the FDA on: 05/10/2007. Add'l info was requested 03/19/2007 and 04/11/2007 by mail. A completed follow-up questionnaire has not been returned.